Manufacturer narrative:
Returned device was received in good physical condition but with a cracked screen. No evidence of reported problem in event log was found. During the evaluation of the device, the double beeping began as soon as the pump was powered on. The downstream sensor was causing the fault and was replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that cadd legacy 1 pump double beeped that there was no cassette. There was no patient involved.